Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Reportedly, a cartridge alarm 9 (overfilling) occurred during the load process with multiple cartridges; customer was unable to verify if they had overfilled the cartridges or not. Tandem technical support educated customer on proper the load techniques. Customer continued to use the existing supplies and successfully resumed insulin therapy on the pump. There was no reported adverse impact to the customer¿s blood glucose level.